Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection at the superior incision site. The patient has been treated with intravenous antibiotics for the past two weeks. There was concern the system would need to be explanted; however, at this time the infection appears to have resolved and the system remains implanted. No additional adverse patient effects were reported.